Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recipient had a skin revision surgery on (B)(6) 2019 due to swelling around the incision site. The surgeon excised the skin around the affected area on the left ear while under general anesthesia. The implanted device remains.